Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 16-aug-2025 ¿ the end-user reported sustained elevated glucose, reaching 398 mg/dl by cgm (376 mg/dl fingerstick) over a 7¿8 hour period despite two prior site changes using a contact detach infusion set. Troubleshooting confirmed tubing was connected and insulin delivery was observed. Both replacement sites had been placed in the same location. The user was advised to rotate to a new site, which resulted in improving bg values (343 mg/dl at follow-up). The user reported feeling tired but no other symptoms. No external assistance or medical intervention was required.